Event description:
While harvesting the vessel, the rubber covering on the grasper of the device was noted to be separating from the metal.======================manufacturer response for vessel harvesting system, vasoview hemopro (per site reporter).======================seeking time to pick up product.